Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented to the hospital with a percutaneous lead perforation at the distal end and red heart alarms. Upon placing the patient on a patient cable, an abrupt pump stoppage occurred while securing the white patient cable connector. The patient was immediately placed back on battery power and the pump restarted. On (B)(6) 2013, a percutaneous lead repair was performed.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.